Event description:
Voluntary medwatch received states the implantable cardioverter-defibrillator (ICD) was explanted due to infection. There were no patient consequences reported.

Manufacturer narrative:
Voluntary medwatch report received: mw5158844